Manufacturer narrative:
The investigation found the instrument's foam detection camera to not be activated. The provided alarm trace did not contain any suspicious alarms, but the investigation did find multiple clot alarms present. The investigation did not identify a product problem. The investigation determined the event was consistent with a pre-analytical sample handling issue

Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). Facility name: (B)(6). It was noted that the initial sample from 30-mar-2021 had a sample clot alarm. The investigation is ongoing.

Event description:
The initial reporter complained of questionable ft4 and tsh results for 1 patient sample on a cobas 8000 e 801 module analyzer. The initial results were: ft4: 1.83, tsh: 0.02. The results were reported outside the laboratory and the physician did not trust the results. The next day, a new patient sample was obtained and the old sample was retested. On (B)(6) 2021 another sample was obtained from the patient. The new sample results were: ft4: 18.2, tsh: 1.53. On (B)(6) 2021, the initial sample was retested and the results were: ft4: 16.0, tsh: 1.42. The patient results of ft4: 18.2 and tsh: 1.53 were believed to be correct. The reagent lot numbers and expiration dates were asked for but not provided.